Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected, showing a fill estimate of 60 units instead of the anticipated 260 units. There was no adverse impact to the customer's blood glucose level reported. Customer support educated the caller that any positive value was accurate and instructed them to disconnect and deliver a 10.2 unit bolus to update the estimate, resulting in a new fill estimate of 105 units. Further troubleshooting was planned after the call was unintentionally disconnected.